Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 612 mg/dl at the time of incident and the other blood glucose of the customer was 400 mg/dl and 600 mg/dl. Customer treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. The customer stated that they were not using the auto mode feature. The customer also performed that high pressure test and they were able to passed the test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The no delivery or insulin flow blocked alarm functioned properly. (B)(4).